Event description:
Boston scientific received information that this implantable defibrillation lead exhibited fluctuating pacing impedance measurements from 400 ohms to 2,000 ohms. Additionally, an increase in pacing threshold measurements was observed however sensing was appropriate. It was reported the patient rarely requires ventricular pacing. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed. It was found that the terminal pin of the lead had not been fully inserted into the device header. The terminal pin was reseated in the device header. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.